Manufacturer narrative:
The specimen was collected in bd, gold top, 7ml tube and centrifuged for 10 minutes. The sample was stored at ambient temperature and tested on the same day of collection. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced multiple hardware components: cuvettes, wash station components, valves, sample and reagent probes, and photometer lamp. Repairs performed by the fse resolved the issue. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding falsely high glucose (glu) result from a single pt sample that was generated by the synchron cx5ce instrument. A pt sample was tested for glu and a result of 213mg/dl was obtained. The customer re-tested the original sample for glu and the repeated result was 135mg/dl. No additional info regarding this event was provided. It is unk if glu results were reported out of the lab and if any treatment was initiated or withheld.